Event description:
Laser vision correction surgery. An inexperienced surgeon or defective machine cut flap too deep leaving a bulge on my eye. Second surgery in 2005 -by the same surgeon- to remove bulge, damages the cornea and leaves me with the uncurable eye disease pinguecula. The surgeon contends I have dry eye.